Event description:
Pt brought to or for right total knee arthroplasty. Stryker precision saw blade used to cut femur. After cuts were made femur trial was placed and found to not seal properly. All the cuts were slightly off. Saw blade was examined and found to be bent at tip on one side. New saw blade was given to surgeon and femur cuts had to be made again. Femur size reduced from 4 to 3 with second cuts. Diagnosis or reason for use: total knee arthroplasty.